Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer e-mailed stating all the rotating heads broke off the long-shaped part of three brush heads after only brushing a few times. No injury was reported.